Manufacturer narrative:
Investigation results: summary: customer returned photos of a 1cc, 6mm, 31g u40 insulin syringe with a poly bag from lot # 7072869. Customer states that the syringe is cracked and distorted. The photos were examined and exhibited cracks in the barrel running the length of the barrel. Also, the thumb press was observed to be distorted. As per manufacturing, a review of the device history record was completed for batch# 7072869. All inspections were performed per the applicable operations qc specifications. There were thirteen (13) notifications noted that did not pertain to the complaint based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (cracked barrel and damaged thumb press). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time root cause: defect could have occurred at the prep dial of the metro assembly machine. Loss of back pressure on the in-feed rail may cause the barrel to become pinched at the rail / prep dial junction. The trip gate eye sensor should detect low rail conditions and activate the trip gate to prevent the barrels from being loaded into the prep dial and possibly jamming at that location. Infeed dial at barrel printers. Loss of back pressure at infeed rail also at form fill & seal. Probable root causes: for bent plungers plunger screw jams that would damage plungers, i.e., they bend plungers.

Event description:
It was reported that a bd¿ insulin syringe u40 was found cracked and distorted prior to use. There was no report of exposure, injury or medical intervention.